Event description:
It was reported that the intraocular lens was explanted and replaced with a lens of a different diopter due to lens intolerance. No further information was provided.

Manufacturer narrative:
(B)(4)- intraocular lens.explant of intraocular lens.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection of the returned sample showed that the optic was cut in half. No optical deviations on the optic parts could be found. Conclusion: the iol passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. The condition of the lens was consistent with one that had been explanted. Batch records were reviewed and showed no deviations or nonconformities. Diopter measurement records were verified and shown to be within specifications. The batch passed all acceptance criteria for all tests performed and was within specifications at the time of release for distribution. All pertinent information available to the manufacturer has been submitted.